Event description:
Subsequent information indicated that the patient underwent a lead revision procedure. The lead was surgically abandoned and replaced. There were no adverse patient effects. As the lead was not explanted, the lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range shock impedance measurements. It was noted that the measurements had been increasing gradually. Pacing impedances and thresholds were stable. The patient was seen in clinic for follow up where isometrics were performed which resulted in high shock impedances measurements. No further testing was performed. The lead will continued to be monitored closely. Available information indicates that all products remain in service. There were no adverse patient effects reported.